Event description:
Patient reported to have undergone left total knee arthroplasty on (B)(6) 2011. Patient is alleging swelling, constant pain that shoots down into ankle, and difficulty walking. No revision procedure has occurred to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "interoperative or postoperative bone fracture and/or postoperative pain."